Event description:
Bd syringes have had problems , today the medicine leaked when giving injection. Checked to see if needle was tight and it was. Medication given was depo provera and the injection was not repeated after the leakage incident. An image of the wrapper is attached to this report.